Event description:
The male patient had the following medical history: unstable angina iib, previous mi (1989), hypercholesterolemia, a family history of heart diseases, peripheral vascular disease and previous smoker. Patient received four cypher stents, a 2.5 x 13mm stent in the prox lad, a 3.0 x 23mm stent in the mid lad, a 3.0 x 13mm stent in the mid rca, and a 3.5 x 18mm stent in the prox cx. Subject had "angor" approximately one year later. Stress test was positive for clinical "bilan" but negative for electric "bilan". At admission the subject still had effort "angor" at moderate effort levels with no dyspnea. No abnormalities on ECG or blood values. Angiography showed 80% interstent restenosis between the two stents that were implanted in the mid and proximal lad. The patient was treated with a 2.75 x 13mm cypher stent in the mid lad. No other complications were noted during the patient's hospitalization.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9610978-2005-01717. This device crs 13250 (lot r0203701) is distributed outside the united states; however it is similar to the united states product cxs 13250. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.